Manufacturer narrative:
A philips remote service engineer (rse) spoke to the customer, and the customer advised that they were seeking to part identification (ID) to a replacement loudspeaker, as the current loudspeaker had slowly lost the ability to sound. The customer staff will order a replacement and install it. The engineer provided the part ID for a replacement loudspeaker. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
The customer reported the speaker is unable to produce any sound and needs to be replaced. The device was in use on a patient. There was no report of patient or user harm.